Event description:
It was reported that insulin squirted out during prime. It was stated that the reservoir was changed and the issue persisted. It was stated that the numbers did not ramp when the insulin began to exit, and the motor slow down. It was stated that the device was stuck in the prime loop. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.